Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital (B)(6). Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was attempted to be implanted to treat esophageal stenosis in the esophagus during an endoscopic placement of esophageal stent procedure performed on (B)(6) 2026. During the procedure, after deployment, the device failed to expand fully, which affected the procedure. The procedure was completed with another ultraflex esophageal stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.